Event description:
The user facility reported their washer was emitting a loud noise and spraying water onto the floor. No injuries or procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified a broken drying piston valve. The technician replaced the drying piston valve and o-rings, tested the unit, and returned the washer to service according to specification.